Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside the hub component. It was reported that there was resistance when trying to advance the dilator into the vizigo sheath. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath, and no resistance was felt during the testing. However, the resistance experienced by the customer could have been due to the hemostatic valve dislodgement. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 50000182 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).